Event description:
A malfunction was reported on the pump, with the customer encountering a specific malfunction code. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level and called technical support, and there was no need for third-party assistance. The customer reverted to an alternate method of insulin therapy.